Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The monopolar curved scissors instrument was analyzed and the reported event with the instrument could not be replicated or confirmed. The instrument was placed and driven on an in-house system, where it successfully passed the recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions, and the blades opened and closed properly across multiple attempts. The cut test was performed three times and passed each time. The monopolar energy cord was connected to an in-house erbe generator and successfully recognized as an energy device. The instrument also passed the electrical continuity test. The instrument was fully functional, and no product issue was identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has not been received and/or tested by failure analysis as of the date of this report. If the product is received and evaluated, a supplemental MDR will be submitted.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the monopolar curved scissors had the inability to open scissor/resistance to opening scissors. The procedure was completing as planned with no reported injury.